Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vats lobectomy, the surgeon squeezed the handle and there was a big noise from the instrument and the handle could not squeezed anymore. There was no patient injury. The current patient status is stable. The staple formation was good in the beginning. The staple line was incomplete.